Event description:
It was reported that during an implant procedure, this right atrial (ra) and right ventricular (rv) leads experienced multiple positioning due to excessive high thresholds measurements approximately at 5v. Post implant, the rv lead decreased to approximately 2v and was stable at 0.7v. The ra lead was intermittently capturing at max output and was inconsistent with a threshold measurement at 1.8v at 2.0ms. The system will be checked tomorrow as the patient medication flecainide was ceased yesterday and the physician wants to wait to see if this had impacted the threshold measurements. Additionally, the system was checked and the ra lead threshold remains high at 3v at 2.0ms and the rv lead threshold was stable at 0.7v. No adverse patient effects were reported. This ra and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.